Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, the report of material protruding from the patient¿s driveline exit site was confirmed through the evaluation of the submitted images; however, the source of the material and a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The material protruding from the patient¿s driveline exit site was returned for evaluation. The sample was returned in four pieces and each portion appeared to be an off-white/yellow color. Microscopic investigation revealed that the sample appeared to be a fibrous material. The sample was forwarded to an external vendor for technical analysis (labeled ¿contaminated sample¿). A material comparison was conducted between the contaminated sample, and samples of sterilized heartmate 3 driveline velour and armor layer fabrics (labeled ¿uncontaminated sample #1¿ and ¿uncontaminated sample #2¿, respectively). Additional material comparison was conducted between the contaminated sample and three sterilized driveline dressing materials (labeled ¿uncontaminated dressing sample #1¿, ¿uncontaminated dressing sample #2¿, and ¿uncontaminated dressing sample #3¿). The testing concluded that the contaminated sample appeared to be a polyester knit based on polyethylene terephthalate (pet), along with additional contributions from biological proteins. The pet polyester from the contaminated sample was consistent with the pet polyester from the uncontaminated sample #1 (velour material from sterilized heartmate 3 driveline). Evaluation of the uncontaminated dressing samples revealed that all three fabrics were found to be consistent with a nonwoven pet polyester material with an additional titanium dioxide pigment or filler. Composition between the three dressing samples could not be differentiated from the contaminated sample. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ this section also states to ¿carefully wash hands every time before and after changing the driveline exit site bandages, or whenever the driveline exit site is touched or handled¿. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an unknown material was observed to be periodically protruding from the patient¿s driveline exit site. It was stated that the material looked like hm3 driveline velour and the patient brought in a sample of the material for analysis. It was noted that the patient had a stable driveline infection, but they did not use any products on the driveline exit site other than the daily driveline kits. It was noted that the patient and their partner were meticulous note takers and took great care of the driveline. The patient knew not to pull any material out of the driveline exit site. It was later communicated that the patient's infection was treated with antibiotics, following which, the redness and drainage resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a stable driveline infection and used the daily kits to treat it.